Manufacturer narrative:
Per tandem's t:slim x2 g5 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a bolus, and due to unfamiliarity with the bolus feature. The customer thought the time remaining display was the time span in which the pump would deliver the bolus. Because of the confusion, the customer delivered a larger bolus than necessary and attempted to suspend the bolus delivery. Review of the bolus history verified that the entire bolus of 12 units had been delivered. Tandem technical support educated the customer on the bolus features of the pump and that the time remaining display was the amount of time that the bolus was active in the body. During a follow-up call, the customer reported consuming candy and blood glucose (bg) level was 99 mg/dl, and stable.